Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device manufacture date: 04/28/2010. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) of the left optic and is experiencing symptoms of blurry vision which was noted to be debilitating and affecting daily activities. It was stated that there is no plan to explant the lens at this time. No additional information was provided.

Manufacturer narrative:
Corrected data: date of event: (B)(6) 2010. Expiration date: 03/28/2015. Device manufacture date: 04/20/2010. To date, the intraocular lens remains implanted. Additional information: a review of the manufacturing records was performed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.0 diopter for this serial number. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.